Event description:
Customer reports a patient with an overcorrection in the left eye following refractive surgery. No additional information has been received.

Manufacturer narrative:
During the on site investigation, the service tech found no evidence of system error. The root cause could not be determined, as the system was found to be operating within specification. (B)(4).